Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and lead breakage or fracture. In addition, the rv lead fragment or portion remains implanted while the other half portion was explanted, replaced and will be return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and lead breakage or fracture. In addition, the rv lead fragment or portion remains implanted while the other half portion was explanted, replaced and will be return for analysis. No additional adverse patient effects were reported. In addition, this rv lead breakage occurred during an attempted removal.